Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had ceramic on ceramic bearing that was making squeaking noise.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. -device evaluation and results: not performed as no items were returned, hospital kept it. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: this investigation is being closed to CAPA. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient had ceramic on ceramic bearing that was making squeaking noise.